Manufacturer narrative:
(B)(4).

Event description:
On an unknown date, a mechanical valve which was reportedly manufactured by sjm was implanted in the aortic position. Per report on (B)(6) 2017, the valve was explanted due to a subaortic obstruction. The user selected a master's series valve as a replacement; however, it is reported one of the leaflets broke, and the broken leaflet and valve were removed and replaced. Additional details are expected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date several years ago, a sjm mechanical heart valve (details unknown) was implanted in the aortic position. Per report on (B)(6) 2017, an echo revealed a subaortic obstruction. The physician elected to remove the obstruction without explanting the valve; however, this resulted in the mhv fracturing and requiring explantation. A 19mm regent valve was implanted and multiple attempts to obtain more information were unsuccessful.